Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user_s husband reported sudden loss of hearing sensations with the device a few days ago. Testing was performed at med-el service desk office and a new audio processor was used and the device was working but after several minutes the device suddenly stopped working. A follow-up appointment will take place and based on the outcome re-implantation may be considered. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user_s husband reported sudden loss of hearing sensations with the device a few days ago. A follow-up appointment will take place and based on the outcome re-implantation may be considered.